Event description:
The excluder bifurcated endoprosthesis trunk-ipsilateral device was successfully deployed. The physician was unable to gain access to the contralateral leg hole because of an existing dissection; thus, converted to an aorto-uni-iliac approach placing another trunk-ipsilateral device inside the existing one. A femoro-femoral crossover graft was placed to perfuse the pt's opposite leg.